Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe flu plus 0.25-1ml var dose 23x1 experienced foreign matter in device cannula. The following information was provided by the initial reporter: ¿floater/black spec¿ noted in 2 separate syringes following draw from 2 different vials. Syringes form the same batch. Vials from the same batch.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2101405. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, black foreign matter allocated at the fluid path of the syringe can be observed. Although the reported defect can be confirmed, without the affected physical sample, we are unable to determine the origin of the foreign matter and therefore, an exact manufacturing related cause could not be determined for this incident.

Event description:
It was reported that 2 syringe flu plus 0.25-1ml var dose 23x1 experienced foreign matter in device cannula. The following information was provided by the initial reporter: ¿floater/black spec¿ noted in 2 separate syringes following draw from 2 different vials. Syringes form the same batch. Vials from the same batch.